Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd895110 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient/event as (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by discolored (yellow) effluent, coincident with peritoneal dialysis (pd) therapy. Prior to the reported event, the patient suffered diarrhea. The cause of the peritonitis was unknown, but the patient suspected that the cause was the diarrhea. The patient was not hospitalized for the event. The treatment for the peritonitis included levofloxacin (orally, dose and frequency not reported) and ceftazidime (200mg, intraperitoneally (ip), daily). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 4 for this event.